Event description:
It was reported by the patient that her ipg site was heating. On (B)(6) 2012, the patient reported she is no longer having this issue. No other information was provided.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.